Manufacturer narrative:
(B)(4). Concomitant product: stent: xience prime 3.0x08mm, xience xpedition 3.5x38 mm. The xience xpedition referenced is being filed under a separate manufacturing report number. Evaluation summary: the device was returned for analysis. The difficult to remove the guide wire was able to be confirmed. The difficult to position could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 95% stenosed lesion located in the circumflex (cx). Pre-dilatation was performed prior to stenting with a 3.0 x 8 mm xience prime stent in the cx. An attempt was then made to advance a 3.5 x 38 mm xience xpedition ll stent delivery system to the acute marginal branch of the cx; however, the non-abbott guide wire and the sds became stuck together. The guide wire and the sds were removed together as one unit from the patient. A 3.5 x 36 mm non-abbott sds was advanced and deployed successfully; however, there was a residual lesion of 50% in the origin of the cx. A new non-abbott guide wire was advanced to the cx followed by pre-dilatation with 1.5x15 mm and 2.5x15 mm balloons. An attempt was then made to advance a 3.0 x 12 mm xience prime sds; however, it would not cross the lesion. A kissing balloon technique was performed in the cx and marginal branch successfully. No further treatment was performed. The patient was fine after the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided. Device analysis revealed the guide wire frozen in the xience xpedition sds was a balance middleweight guide wire not a non-abbott guide wire as previously reported.